Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool smarttouch catheter and the patient experienced cardiac tamponade which required pericardiocentesis. During the procedure, post use of biosense webster inc. Products, after finishing ablation, during testing phase a pericardial effusion was diagnosed via echocardiogram when the patient¿s blood pressure dropped. Pericardiocentesis was performed by the physician. The patient was stable and transferred to the intensive care unit for observation. The patient required extended hospitalization and stayed in the ¿ccu¿ for a couple of days. Patient¿s condition has improved. Twelve ablations were performed during the procedure. No transseptal puncture was performed during the procedure. There was no evidence of a steam pop. Flow setting was set to 30ml. The correct catheter settings were selected on the generator. The settings for power and time were 35w 60 sec. No issues with flow rate change at the start of the ablation. No error messages observed on biosense webster equipment during the procedure. Physician¿s opinion on the cause of this adverse event is that they were ablating in a delicate area and that ¿these things happen¿. Physician is not blaming anything on carto.

Manufacturer narrative:
4. PMA/ 510(k): p030031; p040036. The device evaluation details. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 24-jun-2026. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician¿s opinion on the cause of this adverse event is that they were ablating in a delicate area and that ¿these things happen¿. Physician is not blaming anything on carto. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).